Manufacturer narrative:
The device passed the displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The device was received with broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, and minor scratched lcd window.

Event description:
The customer reported via phone call of their insulin pump containing significant damage. Customer states, the pump is cracked and chipped from the reservoir, battery compartment and top of the screen. The customer blood glucose is over 500mg/dl. Customer was advised to disconnect and discontinue use of the pump. The pump is being returned and replaced.